Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to try a different wall outlet and to leave the wall adapter plugged in for at least 30 consecutive minutes. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.